Manufacturer narrative:
Concomitant products: product ID 3387s-40, lot # v858673, implanted: (B)(6) 2012, product type lead; product ID 3387s-40, lot # v858673, implanted: (B)(4) 2012, product type lead; product ID 37092, lot # 312660001, implanted: (B)(6) 2012, product type accessory; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, product type extension. (B)(4).

Event description:
It was reported there was a short on some pairs. The same day it was reported the patient was suspected to be at end of service (eos) since the previous week. Patient experienced a loss of therapeutic effect. It was noted it ¿looked like a short caused the earlier than expected battery depletion.¿ longevity calculation was done and showed 2.5 years until eos. Patient implanted ¿only lasted 1.5 years.¿ the longevity did not meet the patient¿s expectations. The issue had progressively gotten worse with replacement. In previous programming sessions the physician had to use 1 and 2 because the short was present. It was noted the therapy impedance always showed good continuity. There was no report of jolting sensation. Pre-operatively the patient noted they were uncomfortable because of tightness of the extensions in their neck area. Follow up reported the patient had the replacement and they were feeling well and moving well on both sides.